Event description:
The MFR was unaware of this incident which occurred over two years ago until receipt of court papers advising of a law suit. The complaint lists a number of mfrs, but gives no details on the nature of the incident. At this time, the MFR is not sure how or even if its device was involved.